Event description:
It was reported that, while the surgeon was burring the distal femur in a cori assisted tka surgery, the real intelligence robotic drill guard was spinning around the tip of the robotic drill attachment and then, all of the sudden the metal tube where the suction attaches broke off from the exposure guard. The broken suction tip stayed attached to the suction tubing and the exposure guard remained on the long attachment. No foreign objects entered the patient's knee. The procedure was finished with a smith and nephew back up device without delay. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill guard, part number rob10016 (us), used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be established. A functional evaluation could not be performed because the device was not returned. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints found similar events. Although the reported problem was not confirmed a factor that may have contributed to the reported symptom may have been associated with an incomplete weld around the perimeter of the irrigation tube. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. Refer to the product instructions for use "recovery procedure guidelines" table that provides guidelines for recovering to a fully manual procedure in the event of an unrecoverable hardware failure. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the us, it was reported that while the surgeon was burring the distal femur in a cori assisted tka surgery, the real intelligence robotic drill guard was spinning around the tip of the robotic drill attachment and then, all of the sudden the metal tube where the suction attaches broke off from the exposure guard. The broken suction tip stayed attached to the suction tubing and the exposure guard remained on the long attachment. No foreign objects entered the patient's knee. The procedure was finished with a smith + nephew back up device without delay. The patient was not harmed beyond the reported problem. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
The manufacturer has identified that this event should be re-evaluated for MDR reporting. The detached component is of a size/shape that can be easily retrieved in its entirety and this malfunction has been resolved by using an available back-up device. Although this event may result in a short delay while the procedure is resumed and completed as intended, this malfunction has not caused or contributed, in the past, to a death or serious injury, nor has it been required a medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. This malfunction is unlikely to cause any death or serious injury if it were to recur, either. Therefore, this event is considered non-reportable pursuant to 21 c.f.r. §803. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while the surgeon was burring the distal femur in a cori assisted tka surgery, the real intelligence robotic drill guard was spinning around the tip of the robotic drill attachment and then, all of the sudden the metal tube where the suction attaches broke off from the exposure guard. The procedure was finished with a smith and nephew back up device without delay. The patient was not harmed beyond the reported problem.